Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system (system) subsequently experienced an anterior capsule tear in the operating room during the surgical procedure to remove the cataract. The laser cut anterior capsulotomy was reported to be complete with the capsule disc free from attachments. The surgeon noted the anterior capsule tear after removal of the cataract lens. The surgeon proceeded to insert an iol and completed the procedure without any additional complication(s) or medical intervention.

Manufacturer narrative:
Investigation of the incident included the analysis of the system database, system optical coherence tomography (oct) recording, and system video display recording from this procedure; operating room surgical video was not available for analysis. The system functioned normal and the treatment was completed without interruption. From the analysis, all settings and parameters of the system were found to be within acceptable limits. It was noted by the optimedica clinical application specialist (cas) who was present during the procedure that the surgeon did use continuous curvilinear capsulorhexis (ccc) technique to extract the capsule disc. System database video images indicated the absence of or minimal horizontal eye movement during the laser treatment. The catalys system performed as designed; however, the cause of the anterior tear is unknown. Per the surgeon, the patient is doing well.